Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(6) 2015 which confirmed the reported event of initializing screen without manual restart. The root cause could not be determined.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that the patients receiver is showing the initializing screen without a manual restart on (B)(6) 2015. Patient reported the receiver screen displayed system check error. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A review of the receiver displaying the initializing screen without a manual restart was confirmed. A root cause could not be determined.